Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Issue identified: (B)(4).

Manufacturer narrative:
The tandem t:flex pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted 401mg/dl at the highest. The customer contacted their healthcare provider who advised against treating their bgs. The customer reported that their bg eventually lowered to 287mg/dl. Troubleshooting could not be performed at the time of the call with tandem technical support as the customer had changed their supplies. Reportedly, the customer has manual injections available as alternate insulin therapy.